Event description:
Pt was in the o.r. In the process of having heat applied directly to a disc via an insulated catheter (iratec). Upon removal of the catheter it was noted that the insulation on the distal tip of the catheter had come off. No insulation (not radiographic) appeared on x-ray. No untoward effects to pt have been noted.